Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, it was reported that during the vns patient's implant surgery that day, the surgeon initially had trouble finding the patient's vagus nerve and it took them 2.5 hours to locate the nerve. The lead was attached to the nerve and after the generator was attached to the lead system, diagnostics were performed and the patient went into asystole. The surgeon elected to take out the lead and the generator and not implant the patient. The lead was entirely removed off the nerve. The patient's carotid artery was massaged and his heart rhythm re-started. The patient left the operating room in good condition. Good faith attempts were made to the surgeon for further information but were unsuccessful. The lead and generator were returned for product analysis on (B)(4) 2012. Product analysis on the lead identified no discontinuities within the returned lead assembly. The lead electrodes including the anchor tether were installed in a training fixture with no anomalies identified that would prevent placement of the electrodes or anchor tether. Other than conditions that exist after manipulation of the lead, no anomalies were identified within the returned lead assembly. Product analysis is still underway on the generator and has not yet been completed.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr), corrected data: inadvertently listed incorrect date on supplemental report #1. The date should have been (B)(4) 2012, instead of (B)(4) 2012.